Event description:
It was reported that this ambicor inflatable penile prosthesis (ipp) was difficult to deflate; this issue was believed to be due to the length of the patients penis. The device was explanted and replaced with a different model of ipp. No patient complications were reported.